Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that door failed. The field service engineer (fse) performed a proper system shutdown to clear the device not detected on bus error. The failed door was recovered and tested. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower refrigerator attached to pyxis door was failed and inaccessible for the user. The customer attempted troubleshooting by restart the station and trying to recover; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.